Event description:
Drill bit tip broke during case and tip was retained in patient-proximal to the end of the flutes-approx 3/4" of the drill was retained. Intended for single pt use, but resterilized with instrument set at institution.